Manufacturer narrative:
The coil was returned knotted and severely damaged. The sheath was returned in a simple knot which means the entire dpu was passed through the loop to form the knot. View of the knotted coil and sheath. Located 5.3 em off the proximal end of the sheath, there is severe mechanical sheath damage resulting in an opened skive. A portion of the sheath's surface material was stretched 5 mm off the surface. This exhibits a damage pattern normally created by the resheathing tool. Located at the distal tip of the skive there is mechanical sheath damage resulting in an opened skive. This mechanical damage exhibits a pattern normally associated with the sheathing tool. The coil's socket ring has been pushed down inside the outer sheath. It is important to note that the it was stated that the coil seemed too small. The coil was returned severely damaged. Two possible contributing factors were found that were related to the resheathing difficulty. The primary contributing factor occurred 5.3 cm off the proximal end of the sheath where severe mechanical sheath damage was found. This damage most likely was caused in part by the resheathing tool. This caused the skive to open up which may have resulted in the device positioning unit (dpu) to protrude outside the sheath. In this condition resheathing the coil cannot be performed. The exact circumstances of how this damage occurred cannot be determined. The secondary contributing factor may have occurred when the resheathing tool was advanced over the proximal end of the green introducer. When the resheathing tool was retracted; the skive may have opened up causing the dpu to protrude outside the sheath. In this condition resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU possibly contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coil failed to be resheathed. Failure analysis found that the coil was severely damaged.